Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the front loading cartridge kit, part number 00506905200 and lot number 62428539, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from an unknown location that a front loading cartridge kit had a hair in the packaging. On 29 jun 2017, a returned product investigation was performed on the front loading cartridge kit. The physical evaluation revealed that the returned front loading cartridge kit had a hair in the original packaging which is outside of the zimmer biomet acceptance criteria. The results of the returned product investigation have confirmed the reported event. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4) units. Final qa inspection and particulate inspection is a visual comparison inspection of the size of the particle against a dirt estimation chart using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure packaging materials inspection as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per , environmentally controlled and clean room gowning procedure used at zimmer dover. While the returned product investigation confirmed that the front loading cartridge kit had a hair in the original packaging, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The physical evaluation revealed that the returned front loading cartridge kit had a hair in the original packaging which is outside of the zimmer biomet acceptance criteria.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found in the bone cement injector package. No adverse events have been reported as a result of the malfunction.